Event description:
It was reported that at 82,632 joules while using the surgical fiber during a prostate procedure, the fiber was observed to "not fire straight but to fire laterally, damaging the fiber top". Time expended: 15:19 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char. Based on the analysis, the potential for forward firing may exist probable root cause: based on the product analysis results, the potential for forward firing may exist; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.